Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was causing a lot of lows in the morning and was possibly over delivering. The customer¿s blood glucose level was 64 mg/dl at the time of the incident. The customer is a brittle diabetic and gets highs and lows. The customer treated for the lows with glucose tablets. Troubleshooting was completed but did not resolve the issue. The customer also inquired about the set recall. The insulin pump will be returned for analysis.